Manufacturer narrative:
Add'l MFR narrative. Internal blood leaks can occur due to damage of the hollow fibres. No further info is expected for this specific event and the case is considered closed. Gambro does not regard the submission of this report as an admission of liability.

Event description:
The customer complains about blood leak during treatment. Blood flow rate 112ml/min. Tmp 120mhg. There was insignificant blood loss. No medical intervention was needed. No serious injury.